Event description:
It was reported the battery ¿went bad¿ and was replaced in 2011.

Manufacturer narrative:
Product ID: 3487a-33, lot: j0511602v, implanted: (B)(6) 2006, product type: lead, product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3487a-33, lot# j0125653v, implanted: (B)(6) 2002, product type: lead. (B)(4).